Event description:
The reporter indicated the surgeon inserted a 13.7mm vicmo13.7 implantable collamer lens in the patient's right eye (od) and noted the lens was torn. The lens was removed with no reported patient injury and another same model lens was implanted. The exchanged lens resolved the problem. The patient's post-op best-corrected visual acuity was 20/20. The surgeon indicated the lens was received damaged.

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was the root cause of the complaint. Visual inspection of the returned product found the lens optic torn. The lens was returned dry and there was evidence of clear surgical residue. Conclusions: based on the complaint information, work order search, device history record review and the evaluation of the returned product, the most probable cause of the event is user or technical error. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search results -(other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).